Event description:
It was reported by the customer that their insulin pump was alarming no delivery. Customer states that they believe the issue is with the infusion set. Customer declined troubleshooting. Advised customer the issue might be occluded reservoir. Customer's blood glucose level was not provided at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.